Event description:
It was reported that the device was used during an sigmoid colon resection procedure. It was reported that the device would not fire. Another device was used to complete the case. No patient consequence.